Manufacturer narrative:
The customer¿s complaint of set was missing a hub on the end of the tubing was confirmed. During visual inspection, it was observed that the male luer spin lock was completely missing from the distal end to tubing. No other issues were observed. The distal end of the tubing that connects to the male luer was observed to have no solvent applied at the tubing engagement. Functional testing was not necessary as it is obvious that a leak would occur as a result of the missing component. The root cause was identified as assembly sequence not being followed during the manufacturing process.

Event description:
It was reported that the set was missing a hub on the end of the tubing. Although requested, no further patient or event details were provided by the customer. The event occurred in the (sac) surgical acute care unit.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the set was missing a hub on the end of the tubing. Although requested, no further details were provided by the customer for this event. The event occurred in the surgical acute care.